Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pelvic pain, vaginal pain, ongoing urge incontinence, bowel problems, erosion, revision surgeries, additional implant surgery, back pain, disfigurement and dyspareunia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.